Event description:
It was reported that during a novasure procedure on (B)(6) 2025, the physician reported that after the procedure the cervical seal detached and was removed from the patient by the physician manually. No patient harm reported and no medical intervention required. No other information received.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
Device was returned: visual inspection was conducted and can be observed the cervical seal out of place. Functional testing was not conducted since the issue can be confirmed in the visual inspection. Hence, the complaint can be confirmed. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.